Manufacturer narrative:
The anchorfast device was not returned; therefore, a device evaluation could not take place. The lot number was provided and the DHR review found the records to be complete and accurate. A complaint history trend analysis was conducted on this lot and sku and found only this complaint. Further investigation is limited since the details regarding the reported unplanned extubation was not provided.

Event description:
It was reported that a patient who was orally intubated and had a hollister anchorfast oral endotracheal tube fastener in place, had an unplanned extubation. No other details are known.